Event description:
Event verbatim [preferred term] burning sensation, itching pimples, like an herpes, spots like a "snake" herpes [burns second degree] , in the sites he had the spots, there was like dust. [Device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), via an unspecified route of administration, from an unspecified date, for an unspecified indication. Medical history and concomitant medications were not reported. The patient stated that he had used "our belt" 2 consecutive days (8 hours each day) and the second day he had to withdraw it because he was experiencing burning sensation and a lot of spots appeared like a "snake" herpes, itching pimples at the front and the back of his body, like herpes. Then he put on a t-shirt in between. On the t-shirt, black spots remained than matched with the capsules. The patient also reported that when the belt was withdrawn he noticed that, in the sites he had the spots, there was like dust. The action taken with thermacare heatwrap and the outcome of the events was not reported. Additional information has been requested and will be provided as it becomes available. Follow-up (21jul2016) follow-up attempts are completed. No further information is expected. Follow-up (12jun2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (19dec2019): this follow-up is being submitted to notify that an investigation of the device is ongoing. Company clinical evaluation comment: based on the available information, the event burns second degree is considered a serious bodily injury potentially requiring medical intervention to preclude permanent damage or impairment of body structure. A device leakage is a potential device malfunction which has a theoretical risk to cause skin burn. A causal relationship between the suspect device and the events cannot be ruled out. This case will be re-assessed should additional information becomes available. This case will be re-assessed should additional information becomes available. Follow-up (12jun2016): this case is being submitted to notify that the follow-up information previously considered to have been initially received by the company on 12jun2019 was instead received on 12jun2016. Amendment: this follow-up report is being submitted to amend previously reported information: prior follow-up statement date (12jun2016)., comment: based on the available information, the event burns second degree is considered a serious bodily injury potentially requiring medical intervention to preclude permanent damage or impairment of body structure. A device leakage is a potential device malfunction which has a theoretical risk to cause skin burn. A causal relationship between the suspect device and the events cannot be ruled out. This case will be re-assessed should additional information becomes available. This case will be re-assessed should additional information becomes available.

Event description:
Event verbatim [preferred term] burning sensation, itching pimples, like an herpes, spots like a "snake" herpes [burns second degree] , in the sites he had the spots, there was like dust. [Device leakage]. Case narrative:this is a spontaneous report from a contactable consumer. A male patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date for an unspecified indication. Medical history and concomitant medications were not reported. The patient stated that he had used "our belt" 2 consecutive days (8 hours each day) and the second day he had to withdraw it because he was experiencing burning sensation and a lot of spots appeared like a "snake" herpes, itching pimples at the front and the back of his body, like herpes. Then he put on a t-shirt in between. On the t-shirt, black spots remained than matched with the capsules. The patient also reported that when the belt was withdrawn he noticed that, in the sites he had the spots, there was like dust. The action taken with thermacare heatwrap and the outcome of the events was not reported. Additional information has been requested and will be provided as it becomes available. Follow-up (21jul2016) follow-up attempts are completed. No further information is expected. Follow-up (12jun2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (12jun2016): this case is being submitted to notify that the follow-up information previously considered to have been initially received by the company on 12jun2019 was instead received on 12jun2016. Amendment: this follow-up report is being submitted to amend previously reported information: prior follow-up statement date (12jun2016). Follow-up (19dec2019): this follow-up is being submitted to notify that an investigation of the device is ongoing. Follow-up (24feb2019): this follow-up is being submitted to notify that an investigation of the device is ongoing. Company clinical evaluation comment: based on the available information, the event burns second degree is considered a serious bodily injury potentially requiring medical intervention to preclude permanent damage or impairment of body structure. A device leakage is a potential device malfunction which has a theoretical risk to cause skin burn. A causal relationship between the suspect device and the events cannot be ruled out. This case will be re-assessed should additional information becomes available. This case will be re-assessed should additional information becomes available., comment: based on the available information, the event burns second degree is considered a serious bodily injury potentially requiring medical intervention to preclude permanent damage or impairment of body structure. A device leakage is a potential device malfunction which has a theoretical risk to cause skin burn. A causal relationship between the suspect device and the events cannot be ruled out. This case will be re-assessed should additional information becomes available. This case will be re-assessed should additional information becomes available.

Manufacturer narrative:
Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] burning sensation, itching pimples, like an herpes, spots like a "snake" herpes [burns second degree] , in the sites he had the spots, there was like dust. [Device leakage]. Case narrative:this is a spontaneous report from a contactable consumer. A male patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date for an unspecified indication. Medical history and concomitant medications were not reported. The patient stated that he had used "our belt" 2 consecutive days (8 hours each day) and the second day he had to withdraw it because he was experiencing burning sensation and a lot of spots appeared like a "snake" herpes, itching pimples at the front and the back of his body, like herpes. Then he put on a t-shirt in between. On the t-shirt, black spots remained than matched with the capsules. The patient also reported that when the belt was withdrawn he noticed that, in the sites he had the spots, there was like dust. The action taken with thermacare heatwrap and the outcome of the events was not reported. Product investigation results were as follows: conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (21jul2016) follow-up attempts are completed. No further information is expected. Follow-up (12jun2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (12jun2016): this case is being submitted to notify that the follow-up information previously considered to have been initially received by the company on 12jun2019 was instead received on 12jun2016. Amendment: this follow-up report is being submitted to amend previously reported information: prior follow-up statement date (12jun2016). Follow-up (19dec2019): this follow-up is being submitted to notify that an investigation of the device is ongoing. Follow-up (24feb2019): this follow-up is being submitted to notify that an investigation of the device is ongoing. Follow-up (03mar2020): new information received from product quality complaint group includes: investigation results. Follow-up attempts are completed. No further information is expected., comment: based on the available information, the event burns second degree is considered a serious bodily injury potentially requiring medical intervention to preclude permanent damage or impairment of body structure. A device leakage is a potential device malfunction which has a theoretical risk to cause skin burn. A causal relationship between the suspect device and the events cannot be ruled out. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. There is not a complaint trend for any class(es) associated to the suggested key product complaints database terms. No further investigations or actions is suggested at this time.

Event description:
Event verbatim [preferred term] burning sensation, itching pimples, like an herpes, spots like a "snake" herpes [burns second degree] , in the sites he had the spots, there was like dust. [Device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), via an unspecified route of administration, from an unspecified date, for an unspecified indication. Medical history and concomitant medications were not reported. The patient stated that he had used "our belt" 2 consecutive days (8 hours each day) and the second day he had to withdraw it because he was experiencing burning sensation and a lot of spots appeared like a "snake" herpes, itching pimples at the front and the back of his body, like herpes. Then he put on a t-shirt in between. On the t-shirt, black spots remained than matched with the capsules. The patient also reported that when the belt was withdrawn he noticed that, in the sites he had the spots, there was like dust. The action taken with thermacare heatwrap and the outcome of the events was not reported. Additional information has been requested and will be provided as it becomes available. Follow-up (21jul2016) follow-up attempts are completed. No further information is expected. Follow-up (12jun2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: based on the available information, the event burns second degree is considered a serious bodily injury potentially requiring medical intervention to preclude permanent damage or impairment of body structure. A device leakage is a potential device malfunction which has a theoretical risk to cause skin burn. A causal relationship between the suspect device and the events cannot be ruled out. This case will be re-assessed should additional information becomes available. This case will be re-assessed should additional information becomes available. Follow-up (12jun2016): this case is being submitted to notify that the follow-up information previously considered to have been initially received by the company on 12jun2019 was instead received on 12jun2016. Amendment: this follow-up report is being submitted to amend previously reported information: prior follow-up statement date (12jun2016). Comment: based on the available information, the event burns second degree is considered a serious bodily injury potentially requiring medical intervention to preclude permanent damage or impairment of body structure. A device leakage is a potential device malfunction which has a theoretical risk to cause skin burn. A causal relationship between the suspect device and the events cannot be ruled out. This case will be re-assessed should additional information becomes available. This case will be re-assessed should additional information becomes available.

Event description:
Event verbatim [preferred term] burning sensation, itching pimples, like an herpes, spots like a "snake" herpes [burns second degree] , in the sites he had the spots, there was like dust. [Device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer. A male patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back & hip), via an unspecified route of administration, from an unspecified date, for an unspecified indication. Medical history and concomitant medications were not reported. The patient stated that he had used "our belt" 2 consecutive days (8 hours each day) and the second day he had to withdraw it because he was experiencing burning sensation and a lot of spots appeared like a "snake" herpes, itching pimples at the front and the back of his body, like herpes. Then he put on a t-shirt in between. On the t-shirt, black spots remained than matched with the capsules. The patient also reported that when the belt was withdrawn he noticed that, in the sites he had the spots, there was like dust. The action taken with thermacare heatwrap and the outcome of the event was not reported. Additional information has been requested and will be provided as it becomes available. Follow-up (21jul2016) follow-up attempts are completed. No further information is expected. Follow-up (12jun2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: based on the available information, the event burns second degree is considered a serious bodily injury potentially requiring medical intervention to preclude permanent damage or impairment of body structure. A device leakage is a potential device malfunction which has a theoretical risk to cause skin burn. A causal relationship between the suspect device and the events cannot be ruled out. This case will be re-assessed should additional information becomes available. This case will be re-assessed should additional information becomes available. Amendmentl (ddmmmyyyy): this case is being submitted to notify that the follow-up information previously considered to have been initially received by the company on 12jun2019 was instead received on 12jun2016., comment: based on the available information, the event burns second degree is considered a serious bodily injury potentially requiring medical intervention to preclude permanent damage or impairment of body structure. A device leakage is a potential device malfunction which has a theoretical risk to cause skin burn. A causal relationship between the suspect device and the events cannot be ruled out. This case will be re-assessed should additional information becomes available. This case will be re-assessed should additional information becomes available.

Event description:
Burning sensation, itching pimples, like an (B)(6), spots like a "snake" (B)(6) [burns second degree], in the sites he had the spots, there was like dust. [Device leakage]. Case narrative: this is a spontaneous report from a contactable consumer. A male patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back & hip), via an unspecified route of administration, from an unspecified date, for an unspecified indication. Medical history and concomitant medications were not reported. The patient stated that he had used "our belt" 2 consecutive days (8 hours each day) and the second day he had to withdraw it because he was experiencing burning sensation and a lot of spots appeared like a "snake" (B)(6), itching pimples at the front and the back of his body, like (B)(6). Then he put on a t-shirt in between. On the t-shirt, black spots remained than matched with the capsules. The patient also reported that when the belt was withdrawn he noticed that, in the sites he had the spots, there was like dust. The action taken with thermacare heatwrap and the outcome of the event was not reported. Additional information has been requested and will be provided as it becomes available. Follow-up (21jul2016) follow-up attempts are completed. No further information is expected. Follow-up (12jun2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: based on the available information, the event burns second degree is considered a serious bodily injury potentially requiring medical intervention to preclude permanent damage or impairment of body structure. A device leakage is a potential device malfunction which has a theoretical risk to cause skin burn. A causal relationship between the suspect device and the events cannot be ruled out. This case will be re-assessed should additional information becomes available. This case will be re-assessed should additional information becomes available. Comment: based on the available information, the event burns second degree is considered a serious bodily injury potentially requiring medical intervention to preclude permanent damage or impairment of body structure. A device leakage is a potential device malfunction which has a theoretical risk to cause skin burn. A causal relationship between the suspect device and the events cannot be ruled out. This case will be re-assessed should additional information becomes available. This case will be re-assessed should additional information becomes available.